Event description:
Patient yelling for help; patient on vent 1cc of nacl added to cuff and leak taken care of, little secretion suction, patient c/o nausea, rolled eyes back, went limp - code blue called, bagged with 100% 02, approx within 7 wins, patient responded and opened her eyes, abg, cxr, and EKG done. Back on vent.